Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 with a pocket infection only a week after undergoing an implant procedure for a new pacemaker on (B)(6) 2021. The patient's pacemaker was explanted on (B)(6) 2021. The patient was stable throughout.